Event description:
It was reported that the patient was experiencing several side effects including tingling in the shoulders and arms, shaking, a red abdomen where the pump was located, jerking, and pain going down his leg. The patient felt as if an electrical current was going through his body every 10 seconds and caused jerking spasms in the upper extremities, increased pain in his leg and burning around the pump in the abdomen. These symptoms started to occur on the morning of (B)(6) 2014 and had gotten progressively worse as the day went on. The patient was currently in the emergency room. The patient did have a refill with saline on (B)(6) 2014 as it was reported that the pump had not had drug in it for over 30 days. The patient also had not taken an oral medication for over 10 days ¿so it is not withdrawal.¿ the spouse wanted to know if it was a sign that the pump battery was short circuiting and was concerned that the saline, which she stated was a positive conductor, was reacting with the battery. The patient has also had magnetic resonance imaging (MRI) scans, dates unknown, and the pump did not alarm to indicate that the pump had shut off; ¿mechanically there is something wrong with it.¿ reportedly, the pump was thought to have been interrogated by a physician programmer. Reportedly, test alarms had not been done. It was unknown what drug the pump used to deliver but it was currently delivering saline. Additional information h as been requested, but was not available as of the date of this report. (See manufacturer report # 3004209178-2013-19403 for inflammatory mass/granuloma medication being dialed back).

Manufacturer narrative:
Product ID: 8703w, lot# l70869, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).